Event description:
It was reported that after a recent rv lead implant, high out of range hv lead impedance was observed due to a suspected loose set screw. The pocket was opened and the set screw was tightened. Impedance measurements have been normal since and patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.